Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit. With a blood glucose (bg) level of "high" "; although specific value was not provided and diabetic ketoacidosis (dka). Customer tried to address the elevated bg by bolusing with the pump. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. A system check was performed, and it was found that the customer was using off label insulin (u-100 admelog) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, customers bg lowered to 194 mg/dl at the time of the call. Additionally, it was reported that the pump received occlusion alarms. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.